Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a vitrectomy the aspiration was poor. Additional information has been requested but not received.

Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. The company service representative replaced the male fitting plug as a preventive measure. Unrelated to the reported event, the company service representative found that a system message (sm) - ¿illuminator ballast thermo-cut-off has been triggered. Illuminator functions will be disabled¿. The illuminator module was replaced. The system was then tested and met all product specifications. The system was manufactured on august 22, 2011. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).